Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the fenestrated bipolar forceps instrument was found to have a broken conductor wire. There was no report of fragment(s) falling inside the patient. The procedure was completing as planned with a backup instrument of the same kind. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the broken wire was first observed upon removal of the instrument from the patient's body. It was unknown if there was wire exposed due to damaged insulation or loss of cautery and was unsure if the cable was intact. The cable was not broken in half, there were no signs of thermal damage or arcing observed during the procedure. The instrument did not collide with any other instrument or tool during the procedure and no fragments fell inside the patient¿s anatomy. Patient information was not provided.